Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that bleeding less than 200cc occurred during a laparoscopic right hemicolectomy although end tones, indicating a completed seal cycle, were heard. The location of the bleeding was mostly large portions of fatty tissue and mesorectum; not a single vessel. Bleeding was controlled by using another device. Tissue damage was reported but there was no injury to the patient.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. Visual inspection found no defects. The customer reported that bleeding was noticed while working mainly on large portion of tissue, like fatty tissue and mesorectum, not on single vessel. The reported condition was not confirmed. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. The jaw force was acceptable. Additional testing was performed on porcine kidney vessels and fatty tissue and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states: do not use this instrument on vessels larger than 7mm in diameter. There are many factors that affect seal quality.